Manufacturer narrative:
The device history record for this product was reviewed to ensure that each mfg and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specs and procedures. The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The cause for the reported event remains unk.

Event description:
When a 6mm amplatzer muscular vsd occluder (muscvsd) was implanted the right ventricular disc was deformed. The next morning a f/u echo showed that the muscvsd had embolized to the aortic root. The muscvsd was not totally occluding the aorta and the pt was asymptomatic. The muscvsd was surgically removed. It was reported that the physician alleged that the vsd channel was too long and therefore, when the muscvsd was deployed part of the right disc was still in the channel. He said that the muscvsd should have been pulled more to the right side during placement.